Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system and remote communicator were in a radiofrequency (rf) overuse condition. Technical services was consulted and confirmed there is no rf interference and interrogations are incomplete and appear to be failing at the same point in the interrogation. The home environment seems an unlikely cause; therefore, it was recommended the patient work with their clinic to verify rf setting in this implantable device. A couple of months later, the patient presented to the hospital for follow-up, specifically to verify if the device could be interrogated by a programmer. Of note, this was the patient's first visit post implant. At this follow-up, the device was found to be in storage mode. The implanting physician, who implanted the device without boston scientific involvement or support, never programmed the ICD out of storage mode, and therefore subsequent attempts at communication with the device post implant were unsuccessful. With the assistance of a boston scientific field personnel, the ICD was reprogrammed with tachy therapy activated. The patient was instructed to perform a patient-initiated interrogation (pii) once they arrived home. Besides medical intervention to restore therapy, no other adverse patient effects were reported.